Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010 to treat pelvic organ prolapse and a cystocele. The patient experienced abdominal pain, back pain, hip pain, left sciatic pain, dyspareunia, vaginal dryness, and mesh erosion. It was reported that the patient has undergone additional procedures to remove the eroded mesh, including another surgery on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00610. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010. It was reported that the patient experience pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, urinary problems, and neuromuscular problems. It was reported that patient underwent excision of eroded mesh on (B)(6) 2010. (B)(4).